Manufacturer narrative:
H11 - e.1 initial reporter facility:(B)(6). Upon investigation of the actual device used in this incident, it was determined that the keyboard was not functioning. The field service engineer replaced the keyboard and updated the usb power cables to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es having extreme slowness. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation system having extreme slowness. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.